Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 6mmx2.75mm wolverine coronary cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured upon first inflation at 12 atmospheres within 15 seconds. The balloon was removed from the patient's body without any problem using the normal method and the procedure was completed with another of the same device. No complications were reported, and the patient was in good condition after the procedure.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6). Device evaluated by MFR: the complaint device was received for product analysis. A visual and microscopic examination identified that the balloon was returned in a deflated state. The balloon had been subjected to positive pressure. Three blades were present on the balloon surface however the following blade damage was noted on one blade: approximately 4mm of a proximal section of blade was lifted. The pad was intact with no damage noted. No damage was observed to the remaining blades. A microscopic examination of the balloon material identified no tears in the balloon material. A visual and tactile examination found a hypotube kink. The kink was located at 43cm distal from strain relief. A visual and tactile examination found no damage along the shaft polymer extrusion. No issues were noted with the tip of the device. The device was attached to an encore inflation unit and during an attempt to inflate the balloon, a pinhole leak was confirmed in the balloon material. The pinhole was located over the proximal edge of the distal markerband. A visual and microscopic examination found no issue with the markerbands. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 6mmx2.75mm wolverine coronary cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured upon first inflation at 12 atmospheres within 15 seconds. The balloon was removed from the patient's body without any problem using the normal method and the procedure was completed with another of the same device. No complications were reported, and the patient was in good condition after the procedure.